Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cold snare was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the snare was not able to cut through the tissue during polyp resection. The procedure was completed with a different device. There were no patient complications reported as a result of this event.